Event description:
It was reported that after the stent was deployed, there was resistance encountered during the removal of the stent delivery system (sds). The resistance gradually became heavier and eventually the shaft separated into two pieces as it was pulled hard (contrary to IFU). Reportedly, there was no patient injury.